Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urethral atrophy at the side of the cuff. All components of the artificial urinary sphincter (aus) were removed. No further complications were reported in relation to this event.

Manufacturer narrative:
Field change: d11. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urethral atrophy at the side of the cuff. All components of the artificial urinary sphincter (aus) were removed. No further complications were reported in relation to this event.